Event description:
It was reported there was intermittent loss of ventricular capture. The lead was replaced. When connected to the ventricular port, no pacing occurred. The device was explanted and replaced. No patient complications were reported as a result of this event. Additional information received indicates pt was taken via ambulance to hospital for this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. Other: it was reported there was intermittent loss of ventricular capture. The lead was replaced. When connected to the ventricular port, no pacing occurred. The device was explanted and replaced. No patient complications were reported as a result of this event. Additional information received indicates pt was taken via ambulance to hospital for this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent pace, failure to.